Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory noted no suspicious faults or resets. A high current drain was detected, expected power consumption is 29.8 micro watts. Device reported power consumption is 47 micro watts. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker has reached elective replacement indicator (eri). Boston scientific technical services (ts) assessed and stated that the device was not exhibiting premature battery depletion and the power consumption over the past year looked stable. Subsequently, this device was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported.